Event description:
The customer generated a false positive b-hcg result for two patients. The following information was provided: sid unknown initial result was generated on (B)(6) 2020 and was 982.28 iu/l. Upon a new draw on (B)(6) 2020, the result was <1.2 iu/l. The patient is a 25 year old woman with ceased menstruation and is awaiting examinations. Sid (B)(6) run date (B)(6) 2020 initial result 193.15iu/l, repeat <1.2iu/l. The patient is a 36 year old woman with pelvic inflammatory disease. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) checked the instrument and discovered that the diverter unloader assembly was dirty. The fsr cleaned the diverter unloader assembly (ln 7-77963-05) which resolved the issue. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. This review did not find any abnormal complaint activity and no trends were identified. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect i2000sr or diverter unloader assembly (ln 7-77963-05) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer generated a false positive b-hcg result for two patients. The following information was provided: sid unknown initial result was generated on (B)(6) 2020 and was 982.28 iu/l. Upon a new draw on (B)(6) 2020, the result was <1.2 iu/l. The patient is a (B)(6) year old woman with ceased menstruation and is awaiting examinations. Sid (B)(6) run date (B)(6) 2020 initial result 193.15iu/l, repeat <1.2iu/l. The patient is a (B)(6) year old woman with pelvic inflammatory disease. No impact to patient management was reported.